Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and experienced limb ischemia and thrombocytopenia. The patient was admitted in, decompensated on the unit and was transported to the cardiac catheterization lab for right heart catheterization and impella cp placement. The impella was placed without incident. Flows were at 3.5 liters. A wire was used to check placement and flow down the leg once peel away sheath was removed. Flow was noted as marginal and the pump was in good position. Later that day on the unit, pulses were unable to be dopplered. On echocardiogram, the cannula appeared snugged up against the aortic annulus and not through the center of aortic valve. The physician was aware and it was noted that the patient was planned to be flown to a higher-level care facility and discussion was made regarding palliative care. On day five of support, the patient developed heparin-induced thrombocytopenia. Sodium bicarbonate was added to the purge solution. The family was leaning towards withdrawing care which was eventually executed after an additional 17 days on support. The procedure outcome is that the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, the cause of thrombocytopenia was not determined due to insufficient clinical details. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. This report is being filed as part of a retrospective review of historical records. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.